Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) discussed contacting medtronic for troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).